Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the severly tortuous left circumflex (lcx) obtuse marginal (om) and left anterior descending (lad) artery. A plain old balloon angioplasty (poba) was performed and a 2.5x24 taxus express2 drug eluting stent (des) was implanted at the mid lad and a 3.5x23 non bsc device was implanted in the proximal lad. The lesion at the lcx om was dilated with two non bsc devices, and then the physician attempted to cross the lesion with a 2.5x16mm taxus express2 des, but the vessel curve at the lcx om was a right angle and calcified, and the des was unable to cross the lesion. The des was withdrawn and it was noted that the stent was not on the balloon. It was confirmed with angiography that the stent was inside the patient at the ostial of the lcx om. The physician attempted to withdraw the stent with a snare, but was unable to withdraw the stent from the patient. The stent was crushed with a 3.0x15mm quantum maverick and the procedure was finished. No further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.